Event description:
Dialysis clinical specialist needs soft-cell IFU and info on the priming volumes of each lumen. The priming volumes are written on the legs. Are these true priming volumes? When she used a syringe it is .2 or .25 ml difference. They had a pt that had a bleeding incident and they are trying to determine if it could be from over fill. They always use 5000 units of heparin per ml per priming volumes per lumen. They used the 12.5 fr soft-cells on this pt because it has the shortest length dialysis catheter. The pt developed a bleeding problem and did receive a transfusion and protamine. He is stable now.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.